Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause was determined to be caused by potential patient misuse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause was determined to be caused by potential patient misuse."

Event description:
A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.